Manufacturer narrative:
The customer reported that the unit stop taking co2 reading during a case. The unit will be exchanged as it is under warranty. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the gf-210ra unit stop taking co2 reading during a case.